Manufacturer narrative:
Initial.

Event description:
It was reported the user¿s freestyle libre 3 plus sensor, initially started in the abbott app, did not connect to the ilet pump due to the sensor being in use by another device; the agent instructed the user to replace the sensor and guided pairing on the ilet and ilet mobile app, resulting in a new sensor entering warmup. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of user-provided information. Investigation of this case revealed an interoperability issue between systems, with the event attributable to an improper or incorrect setup procedure; no specific device component was applicable. It was concluded, based on previously established findings for similar reports, that the cause was traced to unintended user error and improper setup.